Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer¿s attorney reported customer¿s having low blood glucose on (B)(6) 2020. The fire department found the customer on the couch with a low blood glucose value of 24mg/dl and gave her dextrose 50. Paramedics then arrived and customer's blood glucose was 207mg/dl. Customer¿s sensor glucose value was 106mg/dl at the time of the event. Customer ate a sandwich and drank a glass of orange juice. Glucagon was not given. Customer had been chopping wood earlier in the day. Customer's attorney alleged a retainer ring issue. Customer said walking has become difficult now. Pump was used within 48 hours of the low. Auto mode was used. Customer discontinued pump mmt-1780kl and will return it under case-(B)(4). Customer discontinued pump mmt-1780kpk and returned it under case-(B)(4) (it was received on october 10, 2019).

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic legal that information received from the attorney of the family on august 19, 2021, that containing 91 separate claimants that the customer experienced hypoglycemia and defective clear retainer ring and difference between the sensor glucose and blood glucose. The customer was treated in emergency medical service with glucose/carb intake and glucagon. The customer reported blood glucose level of 24 mg/dl. The customer reported sensor glucose level of 106 mg/dl. The customer reported symptoms of loss of consciousness during this event. The event involved product(s) mmt-1780kl, unomedical, mmt-7020a,mmt-1780kpk, mmt-332a. Troubleshooting was not performed, and it was unknown that the customer was used the pump within 48 hours of reported event and the automode feature was active during the event. No further patient complications were reported. No product return is required for mmt-1780kl. No product return is required for unomedical. No product return is required for mmt-7020a. No product return is required for mmt-332a. No product return is required for mmt-1780kpk.